Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The service representative disassembled the absorber and noted the expiratory side of the sensor interface board (sib) had moisture. The moisture was removed, the sib was replaced , calibrations were performed, and the unit was returned to service.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. As the event occurred on (B)(6) 2013, patient information is no longer available.

Event description:
The hospital reported that the unit was alarming, and delivering a tidal volume of 5759ml for a setting of 750ml. There was no report of patient injury.